Manufacturer narrative:
Investigation: a terumo bct service technician checked out the IV pole at the customer site and found that the unit's side panel was not assembled properly causing the IV pole release button to constantly engage. The technician properly assembled the side panel, verified all sensors via sts functional check, and completed and passed the auto test. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the IV pole at the customer site and found that the unit's side panel was not assembled properly causing the IV pole release button to constantly engage. The technician properly assembled the side panel, verified all sensors via sts functional check, and completed and passed the auto test. One year of service history was reviewed for this device with no further issues related to the reported condition identified. The device serial number history report indicates two more related issues have been reported for this device. Correction: the service technician assembled side panel correctly. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the IV pole clamp was installed on the device. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the IV pole at the customer site and found that the unit's side panel was not assembled properly causing the IV pole release button to constantly engage. The technician properly assembled the side panel, verified all sensors via sts functional check, and completed and passed the auto test. One year of service history was reviewed for this device with no further issues related to the reported condition identified. The device serial number history report indicates two more related issues have been reported for this device. Correction: the service technician assembled side panel correctly. Investigation is in process, a follow-up report will be provided.